Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose and insulin pump had crack on battery compartment. Blood glucose level at the time of the incident was 40 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food and glucose tablets. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was over delivering and reason was they feel low blood glucose. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08705 inches. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).